Event description:
It was reported that the customer lost consciousness was in an air plane and was hospitalized due to hypoglycemia. The reported blood glucose reading was 127 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. However, the reservoir volume in the insulin pump did not match the amount of insulin physically remaining in the reservoir. The displacement test failed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.